Event description:
Patient reported difficulties raising arm. After a CT, it appeared that a foreign body, possibly an arterial line wire, had been retained and may have migrated proximally from the brachial artery. Patient then had a surgical procedure to remove what appeared to be a guidewire. The patient had previously had a whipple procedure about 2.5 years prior, but it was uncertain if this was the procedure where the line was retained and the patient did receive care elsewhere.